Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed a gas loss alarm, the pump was switch out. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and confirmed the reported failure in the fault logs of the unit. However, the fse was unable to duplicate errors or find any issues with unit during testing. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.